Manufacturer narrative:
The provided calibration and qc data were within specifications. The field service engineer replaced the sipper probes, which did not completely resolve the issue. However, the customer reported that this action contributed to a more stable situation for the daily hbsag measuring routine. The customer reported that the frequency of initially reactive results was reduced by checking the sample quality more intensely before measurement. The customer reported that they increased the awareness of the laboratory staff of the need for good sample quality and also for proper/good laboratory practice during daily routine, and for correct performance of recommended user maintenance steps. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the reagent performed within specification. No product problem was found.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable false positive or borderline elecsys hbsag ii results from the cobas e 801 module. When repeated on the same analyzer or another analyzer, the results were non-reactive. Refer to the attachment to the medwatch for all patient data.